Manufacturer narrative:
Explant date: not applicable, there is no indication the device was explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck in cartridge. Further description of the event provided that the trailing haptic got stuck in the inserter and broke. The lens was stuck in the eye as it was already implanted and the surgeon decided to leave the lens in the eye. No further information was provided.

Event description:
It was reported that an intraocular lens (iol) was stuck in cartridge. Further description of the event provided that the trailing haptic got stuck in the inserter and broke. The lens was stuck in the eye as it was already implanted and the surgeon decided to leave the lens in the eye. No further information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: information unknown/not provided. Explant date: not applicable, there is no indication the device was explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.